Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified a glass cap detachment/separated from the fiber, and it was not returned with the fiber. The metal cap exhibited severe debris adhesion on its surface, indicative of prolong tissue contact. The fiber was functionally tested with the helium-neon (hene) laser fixture. The testing conducted showed that most of the output escaped the tip thus confirming the reported event. It is probable that the identified debris adhesion on the metal cap surface found during analysis contributed to elevated temperature near the laser beam output window. Continuously elevated temperature can lead to fiber damages, including glass cap detachment. The interaction between the user and device caused or contributed to the observed fiber tip damage and reported event. According to the instructions for use (IFU), increased irrigation flow by means of a saline pressure bag (set to 250 mmhg - 300 mmhg) will further increase liquid cooling effect and may reduce fiber tip damage.

Event description:
It was reported that, during a photoselective vaporization of the prostate procedure, it was observed that the greenligth fiber was firing forward. Another fiber was used in order to complete the procedure. There were no patient complications reported.

Event description:
It was reported that, during a photoselective vaporization of the prostate procedure, it was observed that the greenligth fiber was firing forward. Another fiber was used in order to complete the procedure. There were no patient complications reported.